Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was over 600mg/dl. A correction bolus via the pump was delivered, a manual injection was administered and water was consumed to address the bg levels. Reportedly, the customer reverted to manual injections for insulin therapy.